Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. The reported unknown drill was not returned for investigation. Therefore, visual evaluation and functional testing could not be performed. DHR and complaint history review could not be performed since the lot/item numbers were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Per the applicable IFU, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance¿. Based on the investigation, the reported event might have occurred following customer error. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : no item/lot, product not returned.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Tsx41b11, tsx¿ implant, 4.1mmd, 11.5mml/lot number-1259072. Tsx41b11, tsx¿ implant, 4.1mmd, 11.5mml/lot number-1259072. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when using the final drill, the doctor could not get it to completely bottom out on the guide, leaving the osteotomy ~2mm short. Ultimately, the doctor placed a cover screw on both implants (buried them) for restoration.